Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6), revealed the complaint to be unverified, found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ongoing recharging issues of reposition antenna and implant takes 4 hours to go from 70 to 100 and got a software problem: 1-intellis, 2-3.6, 3-243, 4-qf_port. Nothing listed but able to clear with reset. The patient had a lot of problems when trying to recharge their ins. Patient described having to hold the recharger therapy monitor (rtm) in place with their hand but often getting the reposition screen. The patient said they don't wear the belt so they put it in their underwear but now had to hold it all the time and tried to put a pillow behind it but still had a hard time staying connected to charge. Two nights ago, they tried for 4 hours even though the controller battery depleted but the ins battery started at 70 percent and four hours later was still at 70 percent. Last night, the controller froze when the top battery was at 10 percent and the bottom was at 70 and they could not get it to unfreeze. This morning when they looked at it, it showed a software problem. They looked in the book and followed the steps to reset it and now it was working. They had gotten it to progress from 70 to 90 percent but had taken them 4 hours. During the report, the patient said it progressed to 100 percent. When the recharging problems started, they also noticed the ins under their skin felt warm when they were recharging and wondering if that was because the rtm felt warm. No indication of patient harm.